Event description:
It was reported by service report that the footend is stuck in an elevated position.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch 0001831750-2013-00920.

Event description:
It was reported by service report that the footend is stuck in an elevated position.

Manufacturer narrative:
Results: lift sensor cord.